Event description:
It was reported that the right atrial lead exhibited low impedance and increased threshold. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.